Manufacturer narrative:
As received, a complete lead was returned in two pieces with the stylet stuck inside the lead. Visual inspection found the polytetrafluroethylene (ptfe) coating to be stripped and was bunched at the distal end of the connector pin. Electrical inspection did not find any indication of conductor fractures or internal shorts. Delamination of the ptfe coating of the stylet contributed to the event. Conclusion code not available.

Event description:
During implant, there were difficulties inserting the stylet into the lead. The lead was explanted and successfully replaced. The patient was in stable condition.